Manufacturer narrative:
Per (B)(4) combined report. X-rays, operative notes and initial date of implant could not be provided, however the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The parts associated with these records were manufactured, cleaned packaged, and sterilised in accordance with the correct specifications at the time of manufacture. The cleaning method, the sterilisation method and sterile barrier system used to package unity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and its incidence is followed by performing some trending on the complaints. After the revision, the patient was reported as doing well, and having no further issues. Thus this case is now considered closed. Please note: the following corrections were added to the previous combined report sent on 14 feb 2020. The date of manufacture and the date of the report were missing, and the date of initial implant of the device was requested but was not available. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision due to infection.

Manufacturer narrative:
Per (B)(4). X-rays and operative notes could not be provided, however the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The parts associated with these records were manufactured, cleaned packaged, and sterilised in accordance with the correct specifications at the time of manufacture. The cleaning method, the sterilisation method and sterile barrier system used to package unity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and its incidence is followed by performing some trending on the complaints. After the revision, the patient was reported as doing well, and having no further issues.thus this case is now considered closed.

Event description:
Unity revision due to infection.